Event description:
Download data revealed that a (B)(6) male pt was receiving "add gel" messages. Zoll customer support contacted the pt and issued him a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem ("add gel" messages) has been confirmed. Upon investigation, the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, damaging wires that caused the reported "add gel" messages. Additionally, pins 2, 3, and 4 of esd700 were out of tolerance on the distribution node pca board. The root cause for the strained cable was excessive force. The root cause for the defective esd700 component could not be positively identified. No adverse event resulted from the defective electrode belt. The pt rec'd a replacement electrode belt.